Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 336 mg/dl. Customer declined troubleshooting with tandem technical support.